Manufacturer narrative:
Evaluation method: as there was no allegation against the functionality of the device, the lifevest device was not returned for evaluation. A review of the software flags surrounding the date of the reported injury (10/18/2016) was conducted. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would cause or contribute to the reported issue.

Event description:
A us distributor reported that a patient had fallen and broken their arm. The patient's injury was confirmed. The patient was reported to be sitting in a walker chair seat, and the walker began to tip. The weight and movement of the monitor allegedly caused the patient to tip over, and the patient fell and broke their arm. The patient's arm was put into a sling and the patient was provided pain pills for the broken arm. The patient continued to wear the lifevest.